Event description:
It was reported that during a da vinci si pancreatectomy procedure, the small clip applier instrument broke when the user facility attempted to install the clips. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that both clip applier grips were broken with missing pieces. The broken pieces were not returned with the instrument. Engineering concluded that the damage likely occurred due to applying force normal to the grip while trying to install a clip. An additional observation not reported by the customer was pulley damage. There was an indentation at the edge of the distal pulley and also visible scratches on the surface of the pulley. Evidence not conclusive, but pulley damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.